Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred as there was no pump display. After charging the pump, the display did not turn on. Blood glucose was 147 mg/dl. Customer reverted to using manual injections for insulin therapy.